Event description:
No specific issue or event was reported by the customer. No information on any impact to the customer¿s blood glucose level was available. No details regarding any outcomes or actions taken by the customer or technical support were received.